Manufacturer narrative:
Visual analysis of the returned device identified: deformation, crease fold, red particles and weight within specifications. Cloudiness and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reported late seroma, side unknown. This record relates to right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of late seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to late seroma. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported late seroma, side unknown. This record relates to right side. Device has been explanted.